Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm test. No motor error alarms were noted. The insulin pump functioned properly. The motor was tested outside of the device and passed. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, a cracked reservir tube, cracked reservoir tube lip, cracked belt clip slot, broken battery tube threads and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report a motor error alarm during rewind. The blood glucose reading was unknown. The customer was advised that the device would be replaced, and was informed to return the product for analysis.